Manufacturer narrative:
Corrected information medical device problem code a160501 is to be replaced by a140802. Baxter received the device for evaluation.  Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events.  The reported problem 'no upstream occlusion alarm' was unable to be reproduced during evaluation. Evaluation performed upstream occlusion testing and found the device alarming within the appropriate time. The reported problem 'no downstream occlusion alarm' was unable to be reproduced during evaluation. Evaluation performed downstream occlusion testing and found the device alarming within the appropriate time and pounds per square inch (psi). The reported problem pump was not delivering medication even though the screen indicated it was running was unable to be confirmed during evaluation. The device was found to deliver within specification. The device was found to operate within specification. The reported conditions were not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump appeared to show infusing but there were no drops falling from the drip chamber and the clamps were closed. The event occurred during patient use. The pump was quarantined and sent to biomed and pharmacy pump administrator for testing. After running simulations with 0.9% normal saline solution, it was noted that the baxter pump indicated on the screen that drug was drug but physically no drug was being pushed through the IV tubing. The blue slide clamp was closed at the top of the pump but there was no upstream occlusion was alerted. Also, when testing where blue clamp was open above the pump but the roller clamp below the pump was closed, no downstream occlusion alarm was alerted. However, when pump was turned off and back on, then tested again, the upstream and downstream occlusion alarms and in-line alarms came on ¿ peculiar that the alarms are not working consistently. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.